Manufacturer narrative:
Investigation conclusion; tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 1 false positive sars results for one patient. The patient's symptomatic/asymptomatic status is unknown. The customer communicated the result was confirmed negative by molecular (pcr testing). After receiving technical support, the customer stated she believed the fp results were due to technique related issues.